Event description:
Patient representative reported "ocurrence of capsular contracture", "experiencing occasional pain that intensified over time. During this time, was forced to frequently resort to medication, undergo occasional hospitalizations due to the intensity of the pain, and, at other times, limit to taking analgesic at home." , "unbearable pain", "recall", "became aware of recall at a critical moment","viscous, black liquid was drained", "silicone leakage through the capsule cone", " periprosthetic capsule wall with mural fibro-hyalinization, moderate lymphohistiocytic infiltrate, associated with giant cell reaction of the "foreign body" type (silicone), along with foamy macrophages and deposition of hyaline material on the capsular surface.", "suggestive image of intramammary lymph node" and "isolated punctate calcifications." This record is for the left-side. Device has been explanted and it is unknown if it will be returned.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.